Event description:
New information received indicates that the device was explanted. No further information is available.

Event description:
It was reported that high, out of range hv lead impedance was observed when a patient presented in-clinic for a normal follow-up. The svc coil was programmed off and the patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Additional information received indicated that a possible lead fracture was noted. The patient tolerated the procedure well and left the lab in stable condition.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.